Manufacturer narrative:
Medtronic received additional information that the reason for replacement was endocarditis. The organism reported was "staphylococcus epidermidis", caused by IV drug abuse. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 months post implant of this 29mm bioprosthetic valve, the valve was explanted and replaced with a 27mm mechanical valve. The reason for replacement was not reported. No additional adverse patient effects were reported.